Event description:
A surgeon reported that while performing laser capsulorhexis, there were a few minor capsular tags. He thinks he may have pulled on a tag during the phaco portion of the cataract extraction. No vitreous was seen and the surgeon could not confirm a tear. The surgeon elected not to insert the iol (intraocular lens). An iol implant will be scheduled in the future. The surgeon reported that his technique and learning curve may be contributing factors to the event. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser, and there were no unusual findings related to the reported issue. There was no sample returned for eval and no additional info provided proved related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Based on available info, the likely cause of the reported issue was due to the doctor's technique and learning curve. Capsular tears are an inherent risk of cataract surgery. (B)(4).